Event description:
It was reported that a malfunction occurred and displayed a malfunction code. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to report any future issues.